Manufacturer narrative:
Patient's legal guardian provided additional information regarding the incident during a follow up call on (B)(6) 2025. B1 - adverse event/product problem added product problem. Additional information provided in section b5 - describe event or problem. D4 - serial # correction. H6 - adverse event problem- health effect - clinical code. H6 - adverse event problem- medical device problem code. H6 - adverse event problem- component code.

Event description:
The patient's legal guardian (lg) reported the patient hit his leg on the table where the pod was attached and started having high blood glucose (bg) levels up to 405 mg/dl. At 1:00 a.m. The controller changed to manual mode but the patient's parents did not notice. At 7:30 a.m. They delivered a bolus of 4 units. Bg levels were at 405 mg/dl by 8:30 a.m. At 09:30 a.m. They delivered 3 units of bolus and it lowered to 380 mg/dl. Lg tested the patient's ketones and called the healthcare provider (hcp). Patient was reportedly feeling sick and was vomiting. Hcp advised them to go to the hospital. The patient was taken to (B)(6) on (B)(6) 2025. Dr (B)(6) removed the pod and the patient was treated with insulin shots from (B)(6) 2025. When the pod was removed, the cannula was found bent. On (B)(6) 2025, a new pod was activated in manual mode. On (B)(6) 2025, the bg levels were normal again at 100-150 mg/dl. From (B)(6) 2025, the patient stated with the active pod in automated mode for observation. The patient was discharged after a 7 day and 6 night stay.

Event description:
The patient's legal guardian (lg) reported the patient hit his leg on the table where the pod was attached and the pod no longer delivered the correct amount of insulin. Blood glucose levels rose above 250 mg/dl while wearing the pod for between 5 and 24 hours. Patient had "severe acidosis" which was treated clinically. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported clinical treatment and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158